Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) accessed the server remotely and confirmed that the issue had already been resolved, with the device reconnecting automatically and returning to normal operation. The system functioned as intended after the technical support specialist inspected the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server stations were on disconnected mode and were having issues since the upgrade. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.